Event description:
Lfs sales rep was informed by the diabetic nurse that a pt was upset because they were aware that the lfs meter could change to mg/dl. Pt assumed meter could only be set to mmol/l. Apparently pt misinterpreted their mg/dl readings for mmol/l readings. According to the pt they had been misinterpreting their readings for the last two months, which they claim has been dangerously low. Their treatment was continuously being increased based on the misinterpreted readings. Sales rep confirmed with the nurse that they do check the meter to make sure it is set to mmol/l before giving the meter to pts. Pt had brought thier meter back to the facility. The nurse checked the meter and noticed that the meter was in the wrong unit of measurement. The nurse changed the unit back to mmol/l. Nurse also noticed that everthing else in the set up mode was incorrect. It is not clear if the pt entered the set up mode at any point in time. When nurse looked at the last 150 readings in the memory of the meter they noticed that pt obtained a 2mmol/l at some point. There is no info on whether pt sought medical attention or call md because of the low reading of 2mmol/l. Pt claims they had symptoms of double vision and a headache. This serious injury could have been contributed to by the misinterpretation of the unit of measure.